Event description:
Follow up reported the cause of the high/low impedance was most likely fracture of the lead or extension, this was not confirmed as they had not seen the patient yet. The impedance anomalies still persisted after revision but the electrode pairs with the anomalies were not used for therapy. The patient was receiving effective therapy.

Event description:
It was reported there was an end of life, end of service message. Patient had only had the stimulator for about one month and longevity showed it should last for less than 2 years. The past programming was not known, nor status of therapy since implant. Therapy impedance range was normal at 558 ohms but other past impedances were not known. It¿s not known if other x-rays have been done. They replaced the stimulator on (B)(6) 2013. It was later reported the eos indication was found though battery voltage remained at 2.9 volts. It was noted the device could not be powered on and that the patient was admitted to the hospital. Telemetry was performed using another clinical programmer. An eos message was found at the beginning of telemetry. Adjustments of parameters, change of stimulation intensity and electrodes in use were done, measurement of impedance was done but the button for switching on/off power couldn¿t respond. Normal impedance was found in all configurations of bipolar, but high value presented a suspicion of fracture was found in all monopolar configurations. It was decided that the device would need to be replaced because no stimulation would pose a health hazard to the patient. It was reported there were impedances between 1 and 2 that showed a short circuit. Electrode configuration was changed and that battery voltage went from 2.2 volts to 2.67 volts.

Manufacturer narrative:
(B)(4). Final analysis of the stimulator revealed no significant anomaly found. The stimulator had normal end of life and telemetry output was noted as ¿okay.¿ the stimulator was received in eos condition with the battery voltage at 2.88 volts. The eos bit was reset using the programmer so output could be tested. The stimulator had good telemetry and output and passed final functional test on the automated test console. The reported event information indicated there was a short in the system across electrodes 1 and 2. The session history stored in the stimulator showed electrode 1 was negative and 2 was positive. The short across these active electrodes would cause higher than normal loaf on the battery which would have pulled it down to that eos bit was set. After the eos bit was set the output was turned off and cannot be turned on. Therefore the load on the battery from the short was removed and this allowed the battery to recover to 2.88 volts.

Manufacturer narrative:
Concomitant medical products: product ID: 7495, lot# naf006304n, product type: extension, product ID: 3387-28, lot# n22992, product type: lead.

Event description:
Additional review indicated that the an impedance issue had been previously reported in manufacturer report (B)(4).